Event description:
The physician was attempting to treat a calcified lesion in the lcx exhibiting 90% stenosis. During the procedure the device failed to cross the target lesion. No patient injury occurred and no clinical sequelae were reported. The device was returned to the manufacturing facility and through analysis of the returned device the stent was observed to be damaged. Evaluation summary: the device was returned to medtronic for evaluation. A single strut from the 9th distal stent segment was raised and deformed. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: patients condition affected the effectiveness of the device (calcified lesion in the mid-lcx with 90% stenosis). Deformation problem (stent deformation). Inherent risk of procedure (stent deformation). Conclusion results: device failure related to patient condition (calcified lesion in the mid-lcx with 90% stenosis); inherent risk of procedure (stent deformation). (B)(4).